Event description:
It was reported that console issued error code 58 and 188. Several restarts but error would not clear. The procedure could not be completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that console issued error code 58 and 188. Several restarts but error would not clear. The procedure could not be completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This console was serviced by a field service engineer (fse) onsite. The console logs were reviewed. After reviewing logs, it appeared that the cooling fuse blew after system was used in an environment that did not allow for sufficient airflow around air intake. During service on site, the error code 188 was identified, confirming the reported allegation. The cooling fuse was replaced, resolving error code 188. In addition, the customer was trained on the systems necessity for proper airflow around system during use. The optics and optical alignment were inspected, which resulted in replacing three blast shield optics. The console passed all tests. Also, the fuse holder was returned at our quality assurance laboratory. Visual analysis of the fuse holder identified the device was in overall good physical condition and that the fuse was electrically open. Based on analysis results and information available, the issue was resolved after the fse changed the cooling fuse and blast shields, a conclusion code of cause traced to component failure was assigned to this investigation.